Manufacturer narrative:
The sample was collected in a 13x100mm greiner serum tube and centrifuged for ten minutes at 2200g at 21 degree celsius. The sample was full draw and clear in appearance. Qc is run twice daily and the results were within established range. On (B)(4) 2010 the customer performed a routine system check which passed within instrument specifications. Service was not dispatched. A clear root cause can not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The results were submitted out of the laboratory and questioned by the physician. The initial sample was rerun on the same instrument after re-centrifugation and lower result was obtained. A second sample was run on the same unit after micro-centrifugation and lower result was obtained. Patient treatment was not impacted by this event.